Event description:
The patient developed contact dermatitis/cellulitis after using the adhesive 3-7 days after surgery. They also experienced exaggerated itching/puritis then sharply demarcated non-blanching erythema/rash, pus and drainage from incision. Additionally, they had full thickness skin necrosis.

Manufacturer narrative:
Retained samples were evaluated form and tested for heat of polymerization and gas chromatography. Results showed that the adhesive met specifications. Requests were made to gather additional information, but were unsuccessful.